Event description:
Customer called stating that her meter is reporting false results. She received a result of 247 mg/dl compared to the paramedics results of 28 mg/dl. As a result of low blood sugar her kidneys shut down and her bowels locked up. She was taken to the hospital where she was admitted and stayed for 4 days.